Manufacturer narrative:
Findings: unit received with constant frozen screen and constant watchdog alarms during boot up due to moisture damage on all electronic assemblies noted. Unable to perform displacement test due to constant frozen screen and constant watchdog alarms. Lcd screen is not off center, however cracked lcd window noted. Cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 80 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.